Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that: lot: 5169924, observed quantity: 1, observations: 1 unit with particles inside. Lot: 5169924, observed quantity: 1, observations: 1 unit stained. Lot: 5169925, observed quantity: 1, observations: 1 unit with particles inside. Lot: 5169926, observed quantity: 1, observations: 1 unit with particles inside. Additional information received on 10 jun 2026. Could you please confirm the date the incident occurred (dd/mm/yyyyyy)? (B)(6) 2026. Is the sample related to this incident available for analysis? Yes. Quantity available for collection: yes. Is the sample contaminated? If yes, please specify the substance. No".